Event description:
It was reported that at the one month follow up visit, the pt experienced a neurological event. It was reported that the pt was confused upon waking in the morning. The pt symptoms have been unchanged. The carotid procedure date is 2005, and there was no report of a product issue or complications during the procedure.